Event description:
A customer contacted beckman coulter inc. (Bci) regarding suppressed ck results generated by the unicel dxc 600 pro synchron clinical systems for two patients. The erroneous result was reported outside of the lab for patient #1. The customer reran diluted samples and got higher results. The result for patient #1 was amended and reported. By the time the corrected result was amended for patient #1, the patient had already been transferred to a different hospital. There was no affect to patient #2 since the erroneous result for this patient was not reported outside of the lab.

Manufacturer narrative:
Controls run before and after the incident gave acceptable results. A field service engineer (fse) ran an online dilution test. The fse manually diluted the samples and the results correlated with the amended result for patient #1 and the reported result for patient #2. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.